Manufacturer narrative:
Evaluation of the returned sep12 revealed that the device was within specification. During the functional test, the sep12 was advanced through a demonstration cat12 rhv with resistance. Further evaluation of the returned sep12 revealed a kink in the delivery wire. This damage was likely incidental to the reported complaint. Evaluation of the returned cat12 rhv confirmed that the seal was missing. This damage was reported to have occurred while loosening the rhv to flush it after it became clogged. This damage likely contributed to the rhv leaking prior to it being removed during the procedure. Penumbra separators and catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned, and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the iliac vein and the inferior vena cava (ivc) using an indigo system aspiration catheter 12 (cat12), and an indigo system separator 12 (sep12). During the procedure, the physician completed two passes using the cat12 and sep12. The sep12 was then removed to clean the cat12 and rotating hemostasis valve (rhv). Afterwards, the physician experienced resistance while attempting to advance the sep12 through the rhv of the cat12. Therefore, the sep12 was advanced into the cat12 then the rhv was loaded onto the back of the sep12 to avoid having to push the sep12 bulb first. Later, the rhv clogged, and while loosening the rhv to flush, the white ring inside the rhv fell out, and could not be placed back inside the rhv. Subsequently the rhv started to leak, therefore, the rhv, cat12, and sep12 were removed. The procedure was completed using an angiojet and stenting. There was no report of an adverse effect to this patient.